Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? The needle fragment could be recovered during the same procedure, it was not necessary to use the image intensifier. Were x-rays taken to locate the needle piece(s)? It was not necessary to use the image intensifier. What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? There was no tissue damage. What is the most current patient status? The patient left the room without any complications. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-09100.

Event description:
It was reported that a patient underwent a pelvic plasty and robot-assisted pyelo-ureteral junction 2-oct-2023 and suture was used. During the anastomosis, two sutures from the same lot came loose twice in a row. The first needle was able to be recovered straight away. The 2nd needle fell into the patient and the experienced surgeons had great difficulty recovering it. There were no patient consequences reported. Additional information was requested.